Event description:
The new lids that are being used at lots of major drug stores have poor design. Had my pills on the shelf and they fell off onto the floor and went everywhere. The lid is not doing its job.